Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the right axillary for high-risk percutaneous coronary interventions (hrpci). It was reported that the patient developed access site bleed. As a result, the patient received blood products, amount was not provided. Additionally, the surgical suturing was also performed. No further information was provided.